Event description:
It was reported that during implant procedure, high out of range impedance was observed. The lead was removed and replaced. The new lead was tested with normal results. Patient was in stable condition after the procedure.

Manufacturer narrative:
Analysis was normal. No anomalies were found.